Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. The customer stated that the drive support cap was sticking out. Customer's blood glucose value was 134 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for analysis.